Event description:
Pressure bag does not hold pressure, they have to be constantly re-pumped to pressure every 2 hours, this has happened multiple times with multiple patients.

Event description:
Pressure bag does not hold pressure, they have to be constantly re-pumped to pressure every 2 hours, this has happened multiple times with multiple patients.

Event description:
Pressure bag does not hold pressure, they have to be constantly re-pumped to pressure every 2 hours, this has happened multiple times with multiple patients.